Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation at intended. The pod was not worn.

Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and a drive stall was noted in the end of second prime. The pod was connected to a master pdm and a 5u test bolus was attempted; the drive stall was replicated and the hook talons were observed slipping over the ratchet gear. No damage was seen on the ratchet gear teeth that would contribute to the reported event. No damages were observed to the device during the investigation.